Event description:
On 04/20/92 an ipp device was implanted. On 05/02/95 the reservoir was revised. On 07/08/97 the entire device was removed from the patient and replaced due to fluid loss-left cylinder.